Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging multiple loss of prime warnings on the pump which occurred even after replacing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed multiple loss of prime warnings associated with low, non-zero force. The pump was exercised without loss of prime warnings being duplicated. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and no internal defects were found inside the pump.